Event description:
A distributor reported on behalf of a healthcare facility in china that a mr290vx vented autofeed humidification chamber was found cracked and leaking water after 10 minutes of patient use. It was reported that the leak location was between the chamber dome edge and base. There was no patient consequence.

Manufacturer narrative:
(B)(4). Method: the complaint mr290vx vented autofeed humidification chamber was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the photograph and information provided by the customer and our knowledge of the product. Results: visual inspection of the provided photographs could not confirm the reported cracks and leakage. Conclusion: without the complaint device, we are unable to determine the cause of the reported event. The mr290vx chambers are designed and tested to conform to iso 5367 breathing tubes intended for use with anaesthetic apparatus and ventilators. Every mr290vx chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber that fails this inspection is rejected. The subject mr290vx chamber would have met the required specification at the time of production. Our user instructions that accompany the mr290vx vented autofeed humidification chamber state the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Use of the mr290 above the maximum operating pressure may lead to cracking, water leakage and, on rare occasions, could lead to a loss of ventilation pressure.""do not use the chamber if the seals are not intact when received, or if it has been dropped."

Manufacturer narrative:
(B)(4). The complaint mr290vx vented autofeed humidification chamber is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in china that a mr290vx vented autofeed humidification chamber was found cracked and leaking water after 10 minutes of patient use. It was reported that the leak location was between the chamber dome edge and base. There was no patient consequence.